Event description:
The MFR received info alleging a pt expired while using a bipap vision. There is no allegation of device malfunction.

Manufacturer narrative:
The reporting facility stated the device was alarming and the nurse turned off the device and removed the mask and tubing. The pt reportedly had an emesis in the mask and expired. The pt was a do not resuscitate status. The device and accessories were tested by the biomed department of the reporting facility and found the device to operate and alarm properly.